Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00325: head, 3025141-2017-00326: neck.

Event description:
An arh slide-loc radial head replacement system was implanted. The implant was removed on (B)(6) 2017 for unknown reasons.